Event description:
Pulmonetic system inc. Received an email from a representative of pacific medico, on 07/02, reporting the following problem: vent inop on pt with audible alarm. Now unit will not turn on.